Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. Returned device analysis noted the outer member at the proximal seal was stretched and torn/ruptured which likely contributed to what the account perceived as a balloon rupture; however, it is unknown when this damage occurred. It should be noted coronary dilatation catheters, nc trek rx, global, instructions for use (IFU), states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a non-calcified lesion in the left anterior descending (lad) coronary artery. An unspecified stent was deployed. The 3.5x20mm nc trek rx balloon dilatation catheter (bdc) balloon was not soaked prior to use. The bdc was then advanced without resistance to perform post-dilation; however, a perforation [rupture] was noted in the balloon and contrast was evident in the imaging during the onset of inflation at approximately 4 - 5 atmospheres. Negative pressure was used for bdc removal, and blood was noted in the syringe. A new same size nc trek bdc was used to complete the procedure. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.